Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-apr-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with vizigo sheath and intracardiac resistance with the tip peeled up issue occurred. When attempting to access the left atrium after performing brockenbrough with the vizigo sheath, the vizigo sheath was caught on the fossa and could not be advanced into the left atrium. The attempt was abandoned because the facility did not use fluoroscopy. When the vizigo sheath was removed for replacement with another manufacturer's fix sheath, it was reported that the tip portion of the vizigo sheath had peeled up. The issue was addressed by replacing the sheath; insertion proceeded smoothly and the procedure was completed without problems. No patient consequence reported. The vizigo sheath caught on the fossa was assessed as non MDR reportable. The device was removed without surgical intervention, or without using a different device. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The intracardiac resistance with the tip peeled up was assessed as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).